Event description:
Patient found sitting on windowsill/radiator in agitated, conbative state, pounding on window. Central line/swan-ganz introducer found disrupted at connector near insertion site. Patient bleeding profusely through disrupted connection site. Bleeding controlled by nurse using manual pressure over open port. Patient sustained cardiopulmonary arrest. Disrupted connector removed and IV tubing connected for IV fluid administration. Resuscitation attempts unsuccessful. The mode of disruption of the line is unknown. It is conjectured that the patient, who had a significant cardiac history, had a cardiac or respiratory event which produced the extreme agitation and led to disruption of the line. It is also possible that he maneuvered himself out of bed (he was double amputee) for some unknown reason, disrupting the line in the process and thus causing the terminal event. He had had a right below the knee amputation 11/30/92. He had been observed to be resting comfortably, alert and orientated when observed a short time prior to the event. He had no history of agitated, combative behavior, attempts at getting out of bed unassisted or pulling on lines. The physician's opinion was that the patient's arteriosclerotic heart disease was the cause of death. The medical examiner waived jurisdictiondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, none or unknown. Results of evaluation: none or unknown, other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.